Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2013 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2016. Follow up 16-jun-2016: quality-safety evaluation of ptc. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. B09699) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida, uterine prolapse, varicella and esophageal reflux. Concurrent conditions included pancreatitis, cholecystitis, irritable bowel syndrome, pyelonephritis, gastroenteritis, diverticulitis, anemia, premenstrual syndrome, paresthesia, tingling, tremor, shortness of breath, sjogren's disease, panic attack, urinary tract infection, blurred vision, irritability, polyhydramnios, palpitations and breast lump. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 17 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea/ cramping"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), allergy to metals ("allergic reactions associated with a nickel allergy"), myalgia ("muscle pain"), arthralgia ("joint pain"), adnexa uteri pain ("left ovary pain"), loss of libido ("no libido"), chest pain ("chest pain"), dyspnoea ("shortness of breast"), multiple allergies ("allergy to everything-chemical reaction") with rash and pruritus, back pain ("lower back pain"), neck pain ("neck pain"), mental impairment ("mental fog"), breath odour ("bad breathe"), procedural pain ("pain from surgery") and malaise ("ill feeling"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping / lower quadrant pain"). The patient was treated with surgery (hysterectomy, pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, migraine, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, headache, myalgia, arthralgia, adnexa uteri pain, loss of libido, chest pain, dyspnoea, multiple allergies and procedural pain outcome was unknown and the abdominal pain, back pain, neck pain, mental impairment, breath odour and malaise had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, arthralgia, back pain, breath odour, chest pain, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, loss of libido, malaise, menorrhagia, mental impairment, migraine, multiple allergies, myalgia, neck pain, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 patient required surgical intervention to address her complications, at that time patient underwent a pelvic surgery to try and alleviate the symptoms. Concerning the injuries reported in this case, the following one/ones were reported via social media: myalgia, arthralgia, loss of libido, chest pain, dysponea, hypersensitivity, rashes, pruritis, back pain, neck pain, chemical reaction, pain from surgery, ill feeling,swelling in nerves at base of neck, feeling abnormal, breath odour quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 905 days after insertion and 1 day after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain"), abdominal pain ("abdominal pain"), migraine ("migraines") and allergy to metals ("allergic reactions associated with a nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain"), abdominal pain ("abdominal pain"), migraine ("migraines") and allergy to metals ("allergic reactions associated with a nickel allergy"). The patient was treated with surgery (hysterectomy, pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, migraine and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2016 patient required surgical intervention to address her complications, at that time patient underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-sep-2017: event "severe cramping / lower quadrant pain, chronic pelvic pain, heavy and irregular bleeding, abdominal pain, migraines, allergic reactions associated with a nickel allergy" reporter lawyer added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ]initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. B09699) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida, uterine prolapse, varicella and esophageal reflux. Concurrent conditions included pancreatitis, cholecystitis, irritable bowel syndrome, pyelonephritis, gastroenteritis, diverticulitis, anemia, premenstrual syndrome, paresthesia, tingling, tremor, shortness of breath, sjogren's disease, panic attack, urinary tract infection, blurred vision, irritability, polyhydramnios, palpitations and breast lump. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 17 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines") and allergy to metals ("allergic reactions associated with a nickel allergy"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping / lower quadrant pain"). The patient was treated with surgery (hysterectomy, pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, migraine, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and headache outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 patient required surgical intervention to address her complications, at that time patient underwent a pelvic surgery to try and alleviate the symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, fatigue, headaches added. Reporters,medical history,concurrent condition,event outcome added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. B09699) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida, uterine prolapse, varicella and esophageal reflux. Concurrent conditions included pancreatitis, cholecystitis, irritable bowel syndrome, pyelonephritis, gastroenteritis, diverticulitis, anemia, premenstrual syndrome, paresthesia, tingling, tremor, shortness of breath, sjogren's disease, panic attack, urinary tract infection, blurred vision, irritability, polyhydramnios, palpitations and breast lump. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 17 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea/ cramping"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), allergy to metals ("allergic reactions associated with a nickel allergy"), myalgia ("muscle pain"), arthralgia ("joint pain"), adnexa uteri pain ("left ovary pain"), loss of libido ("no libido"), chest pain ("chest pain"), dyspnoea ("shortness of breast"), hypersensitivity ("allergy to everything-chemical reaction") with rash and pruritus, back pain ("lower back pain"), neck pain ("neck pain"), feeling abnormal ("mental fog"), breath odour ("bad breathe"), procedural pain ("pain from surgery") and malaise ("ill feeling"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping / lower quadrant pain"). The patient was treated with surgery (hysterectomy, pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, migraine, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, headache, myalgia, arthralgia, adnexa uteri pain, loss of libido, chest pain, dyspnoea, hypersensitivity and procedural pain outcome was unknown and the abdominal pain, back pain, neck pain, feeling abnormal, breath odour and malaise had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, arthralgia, back pain, breath odour, chest pain, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, loss of libido, malaise, menorrhagia, migraine, myalgia, neck pain, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 patient required surgical intervention to address her complications, at that time patient underwent a pelvic surgery to try and alleviate the symptoms. Concerning the injuries reported in this case, the following one/ones were reported via social media: myalgia, arthralgia, loss of libido, chest pain, dysponea, hypersensitivity, rashes, pruritis, back pain, neck pain, chemical reaction, pain from surgery, ill feeling,swelling in nerves at base of neck, feeling abnormal, breath odour. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Reporter information added. Few events were clubbed with already added events. Events: myalgia, arthralgia, loss of libido, chest pain, dysponea, hypersensitivity, rashes, pruritis, back pain, neck pain, chemical reaction, pain from surgery, ill feeling,swelling in nerves at base of neck, feeling abnormal, breath odour were newly added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs